Event description:
Sorin group received a report that foreign debris was found inside the bcd vanguard blood cardioplegia system during a supplier inspection. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Serial number: the serial number was not provided. Manufacture date: the serial number was not provided. Therefore the manufacture date is unknown. Sorin group (B)(4) manufactures the vanguard. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that foreign debris was found inside the bcd vanguard blood cardioplegia system during a supplier inspection. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the csc14 cardio plegia system. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that debris was found inside the csc14 cardioplegia device during a supplier inspection. The investigation revealed the presence of an extraneous white material attached to the bubble trap net of the device. No other abnormalities were found during the visual inspection. The manufacturing area and production process were inspected but no material was identified as the source of the debris. It was determined that the issue was a manufacturing personnel error. Manufacturing was notified to remind operators to correctly identify any kind of defect and if found, discard the unit. In addition, a new training program has been implemented aimed to periodically sensitize and retrain manufacturing personnel. A dedicated area with visual aids has also been implemented to identify issues directly attributable to manufacturing errors. No noncomformities were noted during manufacturing record review. The issue will be monitored for trends.

Event description:
Csc14 cardioplegia device.